Manufacturer narrative:
Concomitant product: mz9267, maxzero cap; central line,1000ml bag kcl; therapy date unk. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV tubing was leaking and broke off where it attached to the max zero cap. No patient harm reported and new tubing was primed and restarted.

Manufacturer narrative:
Concomitant medical products: 1000 ml baxter 20 meq potassium chloride IV bag, lot c985978, expiration of jan 17; therapy date unknown. The customer¿s report of a leak and separation was confirmed. Visual inspection showed the tubing was separated from the male luer. Inspection under magnification revealed that there was insufficient bonding solvent on the end of the vinyl tubing. Dimensional testing found that the tubing was within specification. Functional testing was not feasible due to the obvious separation. The root cause of the leak was found to be insufficient bonding solvent application.